Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Current repair product evaluation product review of the air dermatome (B)(6) by zimmer-taiwan on 19 may 2020 revealed that the motor, bearings, o-ring, seal, and reciprocating arm did not work. There were no visible signs of damage to indicate the cause of failure. Product repair of the device was performed by zimmer-taiwan on 19 may 2020 which included replacement of the following: motor, motor sleeve, bearings, o-ring, seal, reciprocating arm. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is not confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that the unit was in need of calibration due to taking a thick skin graft on 5". The event took place during surgery. There was no delay and no harm to the patient. No adverse event was reported as a result of this malfunction.